Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is displaying an alarm message "high drive pressure." There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and observed pressure is showing 501mmhg on x2 transducer. Adjust the 8psi regulator but pressure is still showing 501 mmhg . So fse suspected 8 psi regulator is defective. Fse replaced 8psi regulator (d103-00-0351) with new one and problem rectified. Fse observed machine for 3 hour working fine on system trainer.

Event description:
N/a.